Event description:
It was reported that the pt presented in the emergency room as non-responsive, and with respiratory depression. Narcotic overdose was suspected so the pt was treated with narcan and admitted to ICU. Interrogation of pump showed morphine 60 mg/dl (as well as bupivicaine 30 mg/ml, clonidine 120 mcg/ml, and baclofen 2 mg/ml) and a simple continuous dose of 30.167 mg/day. After investigating, it was determined that the pump was filled the day before the event, and that the baclofen was added only at that refill. The pt had not previously been on any intrathecal baclofen, but was on 30 mg oral baclofen. The intrathecal dose of baclofen came out to 1 mg/day, so by the time the pump was turned to minimum rate the next day, the pt had received about 450 mcg of baclofen. It seemed more likely that the pt's symptoms were related to baclofen overdose rather than morphine overdose. The pt had been on 30.167 mg of morphine for day for quite some time. The clinician who filled the pump the day before the event also programmed a bridge bolus, which was not necessary, but that appeared to have been done correctly. The pt was seen on (B)(6) for a refill and system replacement of drug that did not include any baclofen. The pt was doing fine.

Manufacturer narrative:
(B)(4).